Event description:
Parent (mother) of end-user reports that for 2 to 3 weeks, end-user's skin presented with open blisters under tape border at bottom of tape below stoma. Size of stoma is unk.

Manufacturer narrative:
The event as described is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure). It is reported that end-user resides in a (B)(6); therefore, limited info was provided to cvt. According to end-user's mother, wafer change is performed daily. Instructions on proper skin care and cleansing were reviewed. End-user's mother indicated that she will contact the nurse (lpn) at residence (B)(6), and will have her notify cvt directly with any concerns, questions and/or add'l instructions. Samples were sent to end-user. No add'l pt/event details have been provided to date. Should add'l info becomes available a f/u report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.